Event description:
According to the initial reporter, "was trying to deploy femoral celect platinum g34502 or g34505 lot unknown . (Physician) admits that as she was trying to join sheath handle together, she moved filter (turned it and brought it downwards). Hook ended up in vertebral vein. She was unable to snare. Patient is okay and they will probably not attempt another retrieval as patient is terminally ill. No further action needed."